Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was fluid (few drops) on the inside the bottom of the gold shield that covers the baths in the coulter ac t diff 2 hematology analyzer. The leak was not contained and some fluid spilled onto the counter. The source of the fluid was unknown. No visible leakage was noted from the baths. The customer was also receiving vacuum errors prior to observing the leak. The customer was wearing gloves and lab coat when the leak was discovered. There was no contact to open wounds or mucous membranes. No one sought medical attention. There was no impact to patient results.

Manufacturer narrative:
Customer technical support (cts) assisted the customer in troubleshooting the issue. The customer verified that the vacuum isolator chamber (vic) and foam trap were empty. Cts assisted the customer via phone conversation with replacing the waste filter. The customer performed startup, ran patient samples, and observed normal fluid movement. Failure mode: unknown; may be attributed to waste filter which was replaced with no further fluid observed. (B)(4).